Event description:
The customer reported a leak in the secondary mode area of the lh 500 hematology analyzer and onto the counter. The volume of the leak is unknown but the customer indicated that the leak was not contained within the instrument. The customer stated that the leak consisted primarily of diluent. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak from the probe rinse block. The fse lubricated the ball bearing and adjusted the set screw to the proper length, allowing the rinse block to move all the way down the probe. The fse verified the repair per established procedures and results met published specifications. Failure mode of the event is attributed to the probe rinse block. Probe rinse block. (B)(4).